Event description:
Meter name: one touch ultra. Strip name: one touch ultra test strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: shaky, nervous, the pt reported that they were unabel to test on the meter. The meter allegedly was prompting "error 1". No result was obtained from the meter. There was no result obtained from any other source. There was no comparison between pt's meter and any other device. There was no treatment.